Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's crown broke because the underlying abutment fractured. The internal portion of the abutment fractured at the height of the implant collar at tooth site #18. The clinician had to go in and remove the fragment in order for transfer to fit down into the implant to re-impress to make a new abutment and crown for the existing implant. The crown is off and the patient will return for a new abutment and crown placement.